Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, it was noted that the distal sealing ring detached from the lead. The lead remains implanted and the patient experienced no consequences.